Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy, the hand switch stopped working suddenly. Another device was used to complete the case. There were no adverse consequences to the patient.